Event description:
The clinician reports the implant was inserted 2016-10-24 in the patient's mouth. On 2020-12-30, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.